Event description:
Instrumentation failure reported by surgeon and registered nurse first assistant (rnfa) at end of case. Fenestrated bipolar forceps 8mm "internal wire broke." Observed on monitor broken wire on grasper. No injury to patient observed or noted. Manufacturer response for fenestrated bipolar forceps, single-site; davinci si (per site reporter). User error.